Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were taken to emergency room and then hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with the blood glucose level of 1400 mg/dl. Customer stated that the insulin pump was not delivering the insulin as it should be. Customer also experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin drip. Customer already removed the insulin pump and was no longer using it. The insulin pump will be returned for analysis.